Manufacturer narrative:
This pt presented for emergent treatment due to an acute myocardial infarction. Percutaneous coronary intervention (pci) was performed on a de novo lesion in the mid to proximal left anterior descending artery (lad) of 40mm in length in a 3.0-3.5mm vessel diameter. The (type c) lesion was also concentric. Intra-procedure medications included aspirin 100mg/day, ticlopidine hydrochloride 200mg/day, cilostazol 200mg/day and heparin 8,0000 units. Pre-dilatation was conducted with a 2.5x15mm ryujin balloon at 6 atmospheres (atm) before two overlapping cypher stents were deployed. First deployed was a 3.0x28mm cypher stent at 14 atm followed by a 3.5x13mm cypher stent at 14 atm. Post-dilatation was conducted with a 3.0x15mm quantum maverick balloon at 20 atm for unspecified reasons. Intra-vascular ultrasound (ivus) was conducted. The residual diameter stenosis measured 0%. Timi 0 and iii flows were recorded pre and post-procedure, respectively. Act was not measured. Following the procedure, rectal cancer was confirmed. Post-procedure medications included ticlopidine hydrochloride and aspirin 100mg/day. Approx 17 days later, the pt stopped taking ticlopidine hydrochloride due to the planned rectal surgery cancer. One week later, the rectal surgery cancer was conducted. After the procedure, the pt complained of abdominal pain due to after effect of the surgery. Abnormal ECG was also confirmed. Coronary angiography was conducted and thrombus was observed in the first cypher stent. Thrombus was not observed in the second cypher stent. To treat the thrombus, aspiration and plain old balloon angioplasty (poba) was conducted with a 3.5x20mm rjujin balloon at 6atm for 30 secs under the intra-aortic balloon pump (iabp). One day later, the condition was stable but iabp was not removed yet. The physician commented that the cause of the thrombotic event was because ticlopidine hydrochloride was stopped due to surgery of rectal cancer. Please note that this prod is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing eval. Add'l info rec'd will be submitted within 30 day receipt.

Event description:
Rectal cancer was confirmed after this pt's percutaneous coronary intervention and ticlopdine hydrocloride was stopped due to planned rectal surgery. Thrombus was confirmed inside the stent after the surgery.